Event description:
The customer reported via phone call that the insulin pump depleted batteries prematurely and alarmed failed battery test about 30 minutes after a new battery had been inserted. The customer did not know the blood glucose reading. The customer stated that the batteries did not last more than 1 week and the issues had been ongoing for about a month. The customer was unable to perform troubleshooting, as the issue was a past event and she did not experience any issues at the time of the call. She did not observe any damage to the insulin pump. She observed several low reservoir and low battery alarms in the device's alarm history. She was advised to replace the battery cap.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.